Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was sent to the supplier for evaluation. The reported defect was confirmed. The distal tip was damaged. The endoscope body was scratched. Glass particles were found in the optical system, indicating the distal tip broke into pieces. Possible root cause for this type of failure could be blunt force impact and/or improper handling of the scope during use, however a specific root cause could not be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within these device families as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that prior to a shoulder repair procedure, it was observed that the hd arthroscope/sinuscope was scratched. During in-house engineering evaluation, it was determined that there were glass particles in the optical system, indicating the distal tip broke into pieces. It was reported that the case was completed with another like-device with no patient harm, but a one minute delay to attain the new device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.